Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Impact study reported that the patient on impella 5.5 support experienced a subacute infarct. The patient was examined in the morning on (B)(6) 2024 and noted to be following commands and moving the right upper extremity (rue). In the afternoon, sedation was held, and patient was re-examined. At this time, the patient was not following commands and with very minimal movement of rue. Computed tomography showed subacute infarcts in the left parietooccipital region and right occipital lobe. The patient recovered on the same day of the event. Per the study, this event is possible related to the study device and procedure. The patient survived the event.

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact fax number was inadvertently omitted from manufacturer device report.